Event description:
It was reported that during the implant procedure, there was noise on the lead upon initial connection. It was noted that the lead checked showed the lead had noise on tip to ring and ring to tip configurations, however, there was no noise on ring to coil configuration. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).